Event description:
It was reported that customer is experiencing high blood glucose levels. Customer noticed blood glucose levels increase after changing the infusion set on the insulin pump. Customer's blood glucose reading ranged from 235-400 mg/dl. Customer was on his way to work and was not able to troubleshoot for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.